Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure the device was being fired by the surgeon and reportedly was difficult to close. The device was fired and when the surgeon observed the staple line the staples were gapped open and malformed. The reload did not remove properly. They did not state how the procedure was completed. The device was left in a red bag for the rep. No other information was provided. There was no consequence reported to the patient.